Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a summons from an attorney, alleging an oxygen concentrator was present at a fire scene. There is no allegation of device malfunction. The device was in the adjacent room to the fire. The end user sustained burns to their legs and arms, requiring amputation. Drive devilbiss healthcare is currently investigating the issue.